Event description:
During baxter's functionality testing it was found that a spectrum pump had a slow keypad response. There was no pt invovlement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "delayed keypad response" was confirmed and reproduced during eval. The delayed keypad was caused by a bad component on the processor printed circuit board (pcb). The failed processor pcb was replaced.